Event description:
It was reported that the unspecified patient with this pacemaker had a pulse field ablation procedure, prior to the procedure the pacemaker was able to be interrogated, however, after the procedure the pacemaker was not able to be interrogated. Technical services (ts) suggested troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since additional information indicated that the device was not able to be interrogated due to the programmer not being connected properly and the device operating normally.

Event description:
It was reported that the unspecified patient with this pacemaker had a pulse field ablation procedure, prior to the procedure the pacemaker was able to be interrogated, however, after the procedure the pacemaker was not able to be interrogated. Technical services (ts) suggested troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was operating correctly, it was not able to be interrogated because the programmer was not connected correctly. This pacemaker remains in service. No adverse patient effects were reported.